Event description:
Healthcare professional reported capsular contracture, baker grade IV, diagnosed by ultrasound. This relates to the right device. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. Phone no.: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Corrected data: g.3. Aware date should have been listed as 30may2024 in previous supplemental medwatch.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, diagnosed by ultrasound. This relates to the right device. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Visual evaluation: device photograph(s) for the device related to the reported event capsular contracture was requested on 03-april-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, diagnosed by ultrasound. This relates to the right device. The device has been explanted and replaced with another manufacturer's device.